Event description:
Hip replacements: nonmetal liners, early wear, instability, and failures (B)(6) 2001 - primary right total hip arthroplasty. Ceramic poly with a biomet construct. Early wear and instability. On (B)(6) 2010 - due to wear and instability noted above, head and liner exchange with option sleeve and e-poly liner was performed. Polyethylene liner suffered catastrophic failure. On (B)(6) 2016 - due to fractured polyethylene, noted above, underwent a full acetabular revision. Biomet g7 revision cup paired with dual mobility bearing surface and corresponding head and a 12mm neck. Around (B)(6) 2017 noticed the following: sciatic types symptoms down the leg ; localized discomfort and swelling; maculopapular scaling type rash; night sweats with a metallic odor; development of a firm mass which caused mobility restrictions and pain. On (B)(6) 2017 - removal of all previous hip parts. Removal of the old stem resulted in trauma to the femur resulting in no weight bearing activities for six weeks. Pt will begin in early (B)(6) 2018.